Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.